Event description:
A healthcare professional via a manufacturer representative reported a defective implantable neurostimulator (ins), which occurred during a procedure. It was not possible to connect the ins and lead. No factors were noted to have led to the event. No troubleshooting was performed or actions/interventions taken. The ins was replaced and the issue was noted as resolved. No symptoms were reported. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Analysis of the ins, model 3058, serial no.: (B)(4), found ins setscrew backed out too far. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, a lead insertion test was performed on the ins. Insertion and withdrawal was performed 3 times with a dry lead, and found to be within specifications. If information is provided in the future, a supplemental report will be issued.